Event description:
While using the essure device for birth control the patient's uterus was perforated. The procedure was not completed. The patient was given antibiotics to prevent complications. The patient returned approx 2 weeks later with nausea, vomiting, and severe diarrhea. Concern for infection at perforation site or clostridium difficile. Diagnosis or reason for use: birth control/tubal ligation.